Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 253 mg/dl at the time of call. The customer's mother stated that the blood glucose reached over 500 mg/dl and dropped low 63 mg/dl. The customer's mother stated that they were treating the high blood glucose with the insulin pump. The customer's mother stated that the drive support cap appeared normal. The customer's mother performed troubleshooting and did not find setting issues. The customer's mother declined to check for air bubbles, leaks and site and insulin issues. The customer's mother was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.